Event description:
It was reported that there was an inaccurate data issue with the reported device. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacturing of the device or prior repair of the device. A product sample was received for evaluation. Visual inspection and functional testing were performed. No physical damage was observed. During functional testing, the technician was not able to duplicate the reported issue of inaccurate data. All monitoring functions are operating within factory specifications. The device passed all the functional test. The root cause could not be determined as the reported issue was not confirmed and complaint was not confirmed. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.